Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple issues. The customer's blood glucose level was unknown at the time of the incident. It was reported that when the customer changed the batter, their basal rate numbers reset. They had to change the batteries every 4 days. The insulin pump had loud grinding noises when prime/rewind and the prime/rewind takes longer. The buttons were hard to press. The customer had received an unspecified alarm codes and random no delivery alarms. Also, it was reported that the sometimes the screen was hard to seen and was cracked. The battery cap and the o ring in the reservoir was also falling apart. The device will not be returned for analysis.

Manufacturer narrative:
The information given was incorrect with the initial report. The correct information has been provided with this report.